Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 failed upon opening the pocket every time it was accessed. A field service engineer accessed the hardware test application and ejected cubies in row b of drawer 4.2 main. The device was powered down, and the row board b in drawer 4.2 of the main console, was removed and replaced. The device was rebooted, and cubies were inserted into corresponding locations to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 4.2 was failing upon opening pocket. The customer stated that this malfunction occurred while dispensing medication to the patient care, reportedly the user was able to retrieve medications from a nearby pyxis, resulting in a delay to patient workflow. There were no adverse events or injuries reported based on this event.